Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the "e216 error" phenomenon was not reproduced, however, it is possible that the "e216 error" occurred temporarily due to the communication failure caused by internal water immersion from the part of the cut cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was of e216 scope communication error was not confirmed. The device evaluation found slices and kinks on the cable. Additionally, the device failed the leak test. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 3cmos autoclavable camera head had an e216 scope communication error. The issue was found during preparation for use an unknown procedure, and there was no patient involvement. There were no reports of patient or user harm associated with this event.